Event description:
During a thoracic aneurysm repair procedure, a 22 fr introducer sheath was used to advance the tag devices. During the removal of the 22 fr sheath, the external iliac artery (eia) ruptured. Three gore viabahn endoprostheses were placed in the eia to seal the rupture; however, the pt's bleeding was not controlled. The rupture appeared to extend distally into the femoral artery. The physician ligated the iliac artery and performed a fem-fem bypass.

Manufacturer narrative:
The device is not indicated for use for a trauma associated with a vessel rupture. Per instructions for use, the gore viabahn endoprosthesis is indicated for improving blood flow in pts with symptomatic peripheral arterial disease in iliac artery lesions with reference vessel diameters ranging from 4.0 - 12 mm. Note: this event involved three viabahn devices. The two other devices are referenced below. Lot 10171589 MFR report #2017233-2012-00447, lot 10237036 MFR report #2017233-2012-00449.